Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient presented with the following preoperative diagnosis: recurrent l3 through s1 spondylolisthesis and stenosis. He underwent the following procedures: redo l3 through s1 laminectomies at l3-4, l4-5, and l5-s1, bilateral osteotomies and discectomies with interbody fusions with peek cages with autograft and allograft bone and bone morphogenic protein as well as l3 through s1 pedicle screw fusion and reduction of spondylolisthesis with autograft and allograft bone and bone morphogenic protein with intraoperative microscopy, intraoperative fluoroscopy, injection of intrathecal duromorph, implantation of 2 intramuscular pain pumps through two separate stab incisions, and monitoring throughout the case as well as bilateral lower extremity somatosensory evoked potentials with l3 through s1 pedicle screw stimulation. As per op notes, ¿the peek cage filled with auto and allograft bone as well as bone morphogenic protein was inserted into the 3 interspaces and fit snugly in place. Bilateral osteotomies were performed to allow for foraminal decompression and restoration of normal spinal alignment. The transverse processes of l3 through s1 were decorticated bilaterally and the bone removed from the decompression was morselized and placed into the lateral gutters along the with demineralized bone matrix and allograft bone as well as bone morphogenic protein.¿ post-operatively, the patient alleged unspecified injury due to the use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.